Event description:
It was reported that the previously working remote monitor did not respond when the start button was pressed. Unplugging and re-plugging the remote monitor restored the power. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.

Event description:
It was reported that the previously working remote monitor did not respond when the start button was pressed. Unplugging and re-plugging the remote monitor restored the power. The monitor was later returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.